Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The pump passed the displacement test, sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator, motor assembly noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm and later got replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.